Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.

Event description:
An alarm issue was reported with the Abbott Diabetes Care (ADC) device. The customer experienced a signal loss and was unable to receive glucose alarms. The customer experienced confusion and was provided sugary tea and toast with jam for treatment from a non-healthcare professional. There was no report of death or permanent impairment associated with this event.